Event description:
It was reported that the patient faced an event with high blood glucose which they treated using insulin via pen on (B)(6) 2026.

Manufacturer narrative:
E(B)(6). Based on the available information, this event is deemed to be a serious injury. Relevant laboratory test included: blood glucose- 400 mg/dl to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).